Manufacturer narrative:
According to the complainant, the suspect device is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used to perform ligation of esophageal varices. According to the complainant, some of the 6 ligator bands fell off of the ligated varices. The procedure was completed with another speedband superview super 7 multiple band ligator. The patients condition was reported to be stable after repeated ligation.